Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device revealed the shell is intact with no obvious signs of damage. The liners are intact and show surface marring potentially due to attempted implantation. The dimensional inspection revealed the surface marring of the liners could affect the accuracy of the measurements, therefore any evaluation of the parts would be inconclusive. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.

Event description:
It was reported the surgery time was extended 100 minutes.